Manufacturer narrative:
(B)(4). Report source: foreign - australia. Concomitant medical products: 42532006702, tibial component, 64831065. 42522000410, articular surface, 64965379. Competitor cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00221, 3007963827-2022-00222.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 11 months post implantation, the patient was revised due to pain, instability, and tibial subsidence. All components were exchanged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient complaints of pain and instability, no reported fall or incident. Revision surgery notes: operative diagnosis: subsidence and loosening right total knee. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is slight inferior subsidence of the tibial plate medially compared to the lateral positioning; no obvious abnormality with the hardware component of the femur; the lateral view does not provide any further details on subsidence; periprosthetic lucencies described above related to the tibial hardware, likely consistent with loosening; alignment otherwise normal. Overall fit appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.